Event description:
It was reported that the extension set leaked at the "blue connector." The event occurred in the nicu during patient use. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer report of leaks was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. There were no anomalies observed during visual inspection. During functional testing fluid was observed leaking the maxzero and syringe engagement. The root cause was identified as due to a damaged syringe luer tip. The cause of the damaged syringe luer tip was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional patient information provided.

Event description:
It was reported that the extension set leaked at the "blue connector." The event occurred in the nicu during patient use. There was no clinician or patient harm.